Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a problem with their medtronic device. A follow-up report will be submitted if more information becomes available.